Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the plunger rod was found loose from the plunger head and found over retracting, and the device fails flange sensor testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be from component failure. The plunger drive assembly and flange assembly will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an evaluation of a returned novum iq syringe pump, a plunger rod was found loose from the plunger head and found over retracting, and the device failed flange sensor teting. No additional information is available.